Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the cause could not be identified from the obtained information. The event can be prevented by following the instructions for use: IFU states that detection method in evis lucera gif/cf/pcf/sif type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the switch 3, the plastic distal end cover, the control unit, the grip, the universal cord, the suction connector, the scope cover, the switch box, the connecting tube, the right/left knob, the upward/downward angulation control knob, the free-engage knob, the lock engagement lever and the protector of universal cord on control section side were scratched. The adhesive around the objective lens, the indication on the suction connector, the paint on the air/water cylinder, the suction cylinder and the forceps channel port were shaved; the objective lens and the adhesive on the bending section cover had a crack; switch 4 had wear; the suction connector had corrosion; the connecting tube had discoloration and the universal had a wrinkle. Due to adhesive peeling on the bending section cover, insulation resistance value at the distal end, due to wear of angle wire, bending angle in up direction and due to wear of angle wire, the play of the upward/downward angulation control knob did not meet the standard value. Due to a pinhole on the air/water tube and due to wear of the scope connector cover packing water tightness was lost. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a water leak. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.